Manufacturer narrative:
This report is being submitted retrospectively as part of internal review.the case was escalated to next level support for further review.however,the bg values were not visible in dms. Customer care made multiple attempts to contact the user to provide further assistance, but no response was received.

Event description:
Senseonics was made aware of an incident where reported inaccuracy in sensor readings.no injury or medical intervention was reported.